Event description:
A 3.5 mm diameter x 30 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into the guide catheter for treatment of an unknown vessel. It was reported that the distal marker of the stent delivery system exited the tip of the guide catheter, but no other part of the device. It is reported that resistance was noted when advancing the device in the guide catheter over the aortic arch and an attempt was made to retrieve the device by pulling back on the balloon. However, it is reported that the stent came off the balloon inside the guide catheter where a gritty resistance was encountered. Force was applied to retrieve the device. On retrieval of the device, it was noted that the stent had dislodged. An attempt was made to locate the undeployed stent, both inside and outside the patient, however, it could not be located. It was reported that the physician believed that the undeployed stent was inside the guide catheter, however, the guide catheter was discarded, and therefore this cannot be confirmed. In communication from the field, it was confirmed that the endeavor resolute rx device was inspected prior to use and that no abnormalities were noted. The target lesion was finally treated with another manufacturer's stent of a similar size. The endeavor resolute rx stent delivery system was returned for evaluation. The proximal and distal pillow imprints were visible on the balloon and there was evidence of crimp/bake impressions on the balloon working length. The distal balloon folds had opened slightly most likely due to the absence of the stent. Cd images of the procedure were provided for review, however, review of the images failed to show the partially exposed endeavor resolute device or the dislodged stent. Although the force applied by the physician during the retraction of the device most likely impacted on the stent retention of the device, it cannot be confirmed that this was the root cause of the stent dislodgement as resistance was noted during advancement of the device in the guide catheter and damage to the guide catheter may also have impacted on the event. However, this cannot be confirmed as neither the stent nor the guide catheter were returned for evaluation. Patient was reported to be fit and well, post procedure.

Manufacturer narrative:
(B)(4): results: stent or guide catheter not returned for evaluation.